Event description:
The femur went on really tight and the surgeon had a hard time getting it to sit all the way down. The surgeon spent a good hour trying to remove the femur.

Manufacturer narrative:
Examination of the submitted device did not confirm the reported suspected out of dimensional product. Dimensional inspection found the product to meet drawing specifications. Review of the device history record did not reveal any anomalies. A search of the complaint database did not show any additional reports against the product lot code. The investigation did not find any evidence of product failure or product contribution to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.